Event description:
Custom hearing piece does not fit properly and stem rubs the eardrum causing irritation, inflammation and tinnitus. Symptoms are now intermittent. Device has been filed down several times in an attempt to make it fit properly. User is concerned that co may not be aware of FDA guidelines and standards of MFR.